Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The steerable guiding catheter was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is being filed to report that during preparation of the steerable guide catheter (sgc) the dilator leaked, and if were to reoccur during use, has the potential to cause or contribute to adverse patient effects. It was reported that during preparation of the steerable guide catheter (sgc), although the hemostasis valve on the dilator was fully closed/tightened, it leaked during flush; thus the sgc was not used. During preparation of the clip delivery system (cds), a noise was heard, the p-knob cable broke, and the cds was no longer able to be steered. There was no reported patient involvement and no reported clinically significant delay in the procedure. A new sgc and a new cds were used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned and the reported leak in the rotating hemostasis valve (rhv) was confirmed. A review of the lot history record revealed no non-conformances issued to the reported lot that would have contributed to this event. A review of the complaint history identified one similar incident for dilator leak. An expanded review was conducted that identified an issue potentially related to manufacturing. Further assessment of this issue per site operating procedures is being performed. The performance of these devices will continue to be monitored. (B)(4).